Event description:
A malfunction alarm was reported by the customer, identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted the customer in resetting the pump, and informed the customer to call back if the malfunction recurs. The customer understood the instructions and continued to use the pump without further issues.